Manufacturer narrative:
(B)(4). The pump passed the displacement test, self-test and active current measurement. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly. Also, moisture damage on the vibrator and motor assembly noted during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had crack, had battery failed alarm, and water was coming out. No harm requiring medical intervention was reported. The device will be returned for analysis.